Manufacturer narrative:
(B)(4). D10. Metasulâ® duromâ®, component for acetabulum, uncemented, 50/ã¸ 44, code j item# 0100214050 lot# 2329994. Metasulâ® ldhâ®, head, 44, code j, taper 18/20 item# 0100181440 lot# 2331025. Metasulâ® ldhâ®, head adapter, m, 0, taper 12/14-18/20 item# 0100185146 lot# 2325603. G2. Report source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that a patient had an initial surgery with durom implants and then, approximately 8 years post implantation, underwent a revision surgery due to unknown reasons. Due diligence is in process and no further information on the reported event has been provided.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10, h11. Corrected: b1, b6, d6b. D6b: product was not explanted; previously reported date should be removed. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories identified additional similar complaints for the reported items and the part and lot combinations. Complaints are monitored per complaint trending process in order to identify potential adverse trends. It was reported a patient had an initial left total hip arthroplasty. Subsequently, the laboratory evidence displayed elevated metal ions. The patient remained asymptomatic and tome after this, underwent a revision where an abrasion was seen between the cone of the head and the cone of the stem. All implants, except for the fixed stem, were revised without complication. Based on the available information, the reported event can be confirmed, but a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a3, a4, b4, b5, b7, e1, e3, g3, g6, h2, h6, h10, h11.

Event description:
It was reported a patient had an initial left total hip arthroplasty. Subsequently, the laboratory evidence displayed elevated metal ions. The patient remained asymptomatic and then underwent a revision, approximately 7 years and 3 months post implantation, where an abrasion was seen between the cone of the head and the cone of the stem. All implants, except for the fixed stem, were revised without complication. Diligence is completed and no further information on the reported event has been provided.